Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision; asr xl - right hip; reason for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, right, xl, reason for revision: unknown. (B)(6). Update - added reasons for revision, file handler details and attached surgeon form. Taken from claimsuite dated 20th march 2014 and surgeon form dated 19th march 2014. Reason(s) for revision: pain / noise and metallosis.